Event description:
Covidien rec'd info that the 840 ventilator stopped cycling. There was no pt connected to the device when the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the latest revision. The ventilator passed all testing.